Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected pump alarm multiple times during normal use. Blood glucose level at the time of the incident was 9.12mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. No alarms noted after battery installation. No loss of settings was noted. Unit received with cracked case at the display window corners. Unit received with stained end cap sticker. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.